Event description:
It was reported that a patient was referred for urgent generator battery replacement. The patient was also stated to have been in the emergency room. Information was received that the patient's generator was showing low battery, and believed to be due to high settings and rapid cycling of therapy. The patient's generator was replaced and there were no reported issues post replacement. The explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Patient settings and diagnostics received and were found to be within normal limits. The patient's explanted device has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received from the physician that the patient experienced several breakthrough seizures after being well-controlled for a while. It was stated the patient seems to respond well to vns so the generator was changed. The patient's explanted product has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: device analysis commentary known and inadvertently not reported in supplemental MDR #2. Device available for evaluation? Corrected data: device was received into analysis prior to submission of supplemental MDR # 1 however was inadvertently not reported.

Event description:
The explanted generator was received into analysis and generator product analysis was approved and reviewed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.